Event description:
It was reported that the vessel sealer extend instrument was observed to have failed the self-test and was never used on the patient. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was received with a blade exposed with one life remaining. The blade failed to retract during initialization causing the instrument to fail self test. The blade was dislodged 0.110 outside the blade garage. Upon visual inspection, there was no bio debris found at the instrument tip. The knife slot measurement passed at 0.028". A review of the logs showed multiple homing failures. After manually retracting the blade, the instrument continued to fail initialization. The knife was manually driven out and the instrument was found to have a bent knife cable. Additionally, the instrument was found to have one dislodged ceramic dot. The dislodged ceramic dot was not returned with the instrument.